Event description:
It was reported that a patient has been scheduled for vns explant. The patient's mother reported the vns caused increased seizures and vomiting. No surgical intervention has occurred to date. No other relevant information is available to date.